Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis (fa) team. Fa did not confirm the customer reported issue. A visual inspection displayed no signs of physical damage. No missing components observed. The instrument was returned with a report complaint that does not affect functionality and is a part of the instruments design. The instrument has 4 input disks and does not require a fifth extra input disk in the reported area. The instrument is in its expected condition. The product is considered conforming in its current state.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that out of box permanent cautery hook (pch) instrument had a damaged spot on the insulating layer. There was no report of patient involvement. No known impact or patient consequence was reported.